Event description:
It was reported that during the implant, the left atrial (la) epicardial lead was attempted, but had high thresholds "at different places" and failure to capture. The lead left in situ and electrically abandoned. The pacing mode was reprogrammed to vvir. The patient is a participant in the (B)(4) study. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.